Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed should any significant supplemental information become available

Event description:
A customer contacted baxter's technical service center reporting that the fluid came out when he was connecting the bags during the connect yourself step on the homechoice (hc) machine. The home patient (hp) wanted to know if he should start over with new supplies. The technical service representative (tsr) explained the supplies were compromised and that the hp should start over with new supplies. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report. During a follow-up with the hp about the leak, the hp could not confirm where the leak was coming from, and all he said was that there was a leak. The hp stated that there was a leak and that he started over with new supplies and everything was fine since then. There was no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). This complaint for a leak was not confirmed. A root cause was not identified. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.